Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was provided which revealed that the biomed replaced the actuator board and bicarbonate pump, and updated the software to repair the system. Following the parts replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported an issue with a 2008t hemodialysis (hd) machine that occurred while preventive maintenance (pm) was being performed on the unit. Therefore, no patient was connected to the machine at the time of this incident. The biomed indicated that the bicarbonate pump was tightened with the cable caught between the pump and the chassis. However, this was not known, and when the unit was placed into a rinse cycle, a burning smell emanated from the card cage. At this time, the biomed noticed burn marks and a hole in the actuator board (reference MDR ID 2937457-2017-00104). The biomed replaced the actuator board, however, the board sustained similar damage during testing; board burnt and a hole was visible. The biomed identified the pinched cable after the second actuator board became damaged. The biomed provided follow-up which revealed that the actuator board and bicarbonate pump were replaced, and the software was updated during the pm to repair the system. The unit has been returned to service at the user facility without a recurrence of the event as reported.